Event description:
(B)(4) received notification of an incident involving a rollator that (B)(4) imports and distributes. The patient was using the rollator when allegedly he fell causing him to break his femur. He was taken to the ER where he underwent surgery. The patient's daughter requested a full credit for the rollator. (B)(4) is in the process of obtaining the unit for evaluation.